Manufacturer narrative:
(B)(4). Catalog# igtcfs-65-jug-celect-perm.investigation is still in progress

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter (B)(6)." Additional information received on 18feb2016: after third bout of dvt despite anticoagulation, celect filter was successfully implanted via right jugular approach on (B)(6) 2010 under fluroscopic guidance (B)(6). It is alleged that [pt] first experienced symptoms related to the filter and/or became aware of his alleged injuries "upon removal of the filter" on (B)(6) 2014. CT scan dated (B)(6) 2012 (performed during treatment for unrelated abdominal abscess) revealed filter was penetrating the abdominal aorta. [Pt] was asymptomatic. Removal the filter was retrieved on (B)(6) 2014 via snare (B)(6). Patient outcome: additional information received on 18feb2016: [pt] claims injuries due to migration, vena cava perforation, organ perforation and scarring, removal surgery; when had shoulder pain in 2012 told thrombus may have slipped through the filter; filter went beyond inferior vena cava and entered aorta, and [pt] had to remain with those dangerous conditions, until filter could be removed." "Other than extreme risk of surgery done", he has no complaints related to device since it was removed. The filter prongs extended beyond the caval wall with "minimal extension into the adjacent abdominal aortic wall". [Pt] continues to experience lle swelling and dvt as recent as (B)(6) 2015. Presented on (B)(6) 2015 ((B)(6)) with lle swelling and pain. Noticed red spots on the back of his left calf (B)(6) 2015. Doppler ultrasound indicated non-occlusive dvt involving large portion of lle, more widespread when compared to (B)(6) 2012 ultrasound.

Manufacturer narrative:
(B)(4) unknown as information was not provided. Catalog# igtcfs-65-jug-celect-perm. Summary of investigational findings: since no device or imaging studies have been made available and only limited medical records have been available the exact root cause for what caused the alleged migration, vena cava perforation, organ perforation and [s]carring, removal surgery are unknown. Under normal conditions, i.e. Ivc < 30 mm, the radial force of the filter will ensure proper attachment of the filter legs to ivc. However, filter migration is a known risk in relation to filter implant reported in the published scientific literature. Manipulation in the area of the filter implant or a blood clot captured inside the filter may cause migration or contribute to changes in the filter configuration and placement. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6). Additional information received on 18feb2016: after third bout of dvt despite anticoagulation, celect filter was successfully implanted via right jugular approach on (B)(6) 2010 under fluoroscopic guidance at (B)(6) medical center. It is alleged that [pt] first experienced symptoms related to the filter and/or became aware of his alleged injuries "upon removal of the filter" on (B)(6) 2014. CT scan dated (B)(6) 2012 (performed during treatment for unrelated abdominal abscess) revealed filter was penetrating the abdominal aorta. [Pt] was asymptomatic. The filter was retrieved on (B)(6) 2014 via snare at (B)(6) medical center. Patient outcome: additional information received on 18feb2016: [pt] claims injuries due to migration, vena cava perforation, organ perforation and scarring, removal surgery; when had shoulder pain in 2012 told thrombus may have slipped through the filter; filter went beyond inferior vena cava and entered aorta, and [pt] had to remain with those dangerous conditions, until filter could be removed." "Other than extreme risk of surgery done", he has no complaints related to device since it was removed. The filter prongs extended beyond the caval wall with "minimal extension into the adjacent abdominal aortic wall". [Pt] continues to experience lle swelling and dvt as recent as (B)(6) 2015. Presented on (B)(6) 2015 ((B)(6) medical center) with lle swelling and pain. Noticed red spots on the back of his left calf (B)(6) 2015. Doppler ultrasound indicated non-occlusive dvt involving large portion of lle, more widespread when compared to (B)(6) 2012 ultrasound.

Manufacturer narrative:
(B)(4). Catalog# igtcfs-65-jug-celect-perm. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. (B)(4). Catalog# igtcfs-65-jug-celect-perm. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6)." Patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Manufacturer reference: (B)(4). Since catalog# is unknown the 510(k) could be either k061815, k073374 or k090140. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6) medical center in (B)(6)." Patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Corrected data based on new information received: (B)(6). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 09/01/2015 as follows: plaintiff allegedly received an implant on (B)(6) 2010 via the right internal jugular vein due to dvt and had a successful retrieval on (B)(6) 2014. According to retrieval procedure notes, the filter easily disengaged from the vena cava wall and was pulled up and out of the 12 french sheath. An aortogram demonstrated no extravasation from the artery despite the fact that the filter was protruding into the aorta. Plaintiff is alleging migration, vena cava perforation, organ perforation, other: penetrated into abdominal aorta, other: scarring.

Manufacturer narrative:
(B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'migration, vena cava perforation, organ perforation, other: penetrated into abdominal aorta, scarring'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.